Event description:
Literature was reviewed regarding whether interventricular septal thickness is a predictor for conduction disturbances after transcatheter aortic valve replacement (tavr). Medtronic (corevalve and evolut r = 39) and non-medtronic (sapien and lotus = 39) valve types were used in the study population of 78 patients. Of these patients, 24 experienced new conduction disturbances (left bundle branch block, mobitz type ii atrioventricular block, or complete atrioventricular block) after tavr. Seven of the 24 required the implant of a permanent pacemaker for mobitz type ii atrioventricular block (1 case) or complete atrioventricular block (6 cases). The authors also documented that two patients required the implant of two transcatheter valves during tavr but did not explain why a second valve was necessary for either case. No additional adverse outcomes were noted in the article.

Manufacturer narrative:
Citation: schamroth pravda n, shaleve y, plakht y, et al. Interventricular septal thickness on cardiac computed tomography as a novel risk factor for conduction disturbances in patients undergoing transcatheter aortic valve replacement. Europace. 2024;26(5):euae113. Doi:10.1093/europace/euae113 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021) and evolut r (product code npt, PMA# p130021). Earliest a pproved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.